Event description:
There was a defective tip on the ablation catheter. The catheter was removed and replaced without harm to the patient. Manufacturer response for ablation catheter, thermocool smarttouch stsf ablation catheter (per site reporter) unknown.